Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not responding when she attempts to bolus. Pt stated the issue began a few days ago. Pt reported, she is currently using the standard bolus option and remains on the infusion device. Pt stated, the button does not remain flat. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.